Event description:
The event involved a 5 units of spiros® closed male luer, red cap where it was reported the spiros leaks during application, the cytotoxic drug was found to be leaking from the side near the point of connection to the syringe, posing a significant safety risk, particularly in relation to the handling and usage of the product. It is mentioned within the form that this was happening more than once. There was patient involvement and unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
Additional information can be found in b5 and h6 health effect - clinical code.

Event description:
The customer provided additional information on 17-jun-2025. The reporter stated that, no visible defects found. There was unprotected contact between the patient and medical staff. The product was stored in the facility ward designated material bins filled by the materials management department. There was no patient harm noted.

Manufacturer narrative:
Received one hundred and fifty nine (159) new packages. List #ch-2005sp, 5 units of spiros® closed male luer, red cap; lot #13833300. No visual damages or anomalies were observed. It is understood that the molding process, automation, and subsequent packing of the mc33038 are random so the samples that were sent back are randomly selected as if the whole lot population was available to draw from. Using binomial stages sampling plan (95% confidence, 0.10 ucl, n=0, crc handbook of probability and statistics: second edition) this would allow for thirty-five (35) samples to represent the lot population for each lot. The reported complaint of a leak could not be confirmed. The returned new samples were tested and met product specifications. Without the return of the used sample, a probable cause cannot be determined. D9 - date returned to mfg:8/27/2025.